Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe system encountered c-40 and c-00 faults. The customer attempted to use an external scalpel but were unsuccessful. Since the other xi system is a different version, the customer replaced the entire system to proceed with the surgery. The procedure was converted to another system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the erbe iesu.